Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A review of the device manufacturing records found no related deviations or anomalies. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : per supplier quality documents: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Device history review : per supplier quality documents: the component properties and the microstructure as obtained from the quality documents fulfill the requirements as specified at the time of production. There are no indications of any pre-existing material defect.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ceramax liner was fractured during implantation with kincise impactor. Decision was made to implant new cup/hole eliminator/ceramax liner. Explants are being returned. It was also indicated that there was a surgical delay of 15 minutes. Doi: unknown, dor: (B)(6) 2021, unknown side.